Manufacturer narrative:
The unit was unable to be located for evaluation and repair.

Event description:
It was reported that the scale was not working properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.